Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate high result. This complaint is being reported because the control solution test did not fall within the range and therefore the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.